Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occured in colombia. The patient's mother reported an issue with the insulin flow being blocked on (B)(6) 2025. To address the resulting high blood glucose levels, manual insulin injections were administered as a treatment. No further information available.